Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including crural repair and linx device implantation occurred without issue on (B)(6) 2017. -device explant due to ongoing gerd occurred on (B)(6) 2018. A replacement linx device was implanted at the time (model" lxmc16, lot: 18401). -a hiatal hernia was observed during explant, where the esophagus and linx had shifted above the diaphragm. The linx device was in the expected position relative to the gej (gastroesophageal junction).